Event description:
It was reported by the physician, following a heart catheterization procedure, a 6f angio-seal sts plus was selected for use. A pre-deployment femoral angiogram revealed a common femoral artery puncture located at the level of the mid femoral head. The angio-seal was deployed and hemostasis was achieved. Four hours later the pt was discharged. One week later, the pt complained that the leg used for angiogram access was swollen. The pt went to her family doctor and antibiotics were prescribed for cellulitis of the leg. After one week of antibiotic treatment, the pt saw the cardiologist for follow up; the leg was still swollen. An ultrasound of the leg was performed and a 3x2 centimeter pseudoaneurysm and no femoral venous flow were diagnosed. The pt underwent a thrombin injection to the pseudoaneurysm which was resolved. The femoral vein flow did not improve and deep venous thrombosis was suspected. The pt was treated with heparin, dose unk.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression ofa pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device IFU cautions the user to observe sterile technique at all times when using the deice. The use of the device where bacterial contamination of the procedure, sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device IFU states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.